Manufacturer narrative:
(B)(4). PMA/510(k) number: the rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the tubing cuff of the catheter mount was split at the connector end. A lot check revealed no other complaints of this nature for the lot number 150820. Conclusion: based on the investigation conducted, the split observed is likely due to environmental stress cracking. All rt021 cather mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. This suggests that the returned catheter mount became damaged after it was released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: - "check all connections are tight before use." -" perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that there was a split in the corrugated tubing of the rt021 catheter mount. No patient consequence was reported.